Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that her sensor does not alert her to her low or high blood glucose episodes. She stated that she had a recent high of 589 mg/dl that she treated with a manual insulin injection and two boluses from the pump. The costumer is also concerned with lost sensor alerts and the inconsistencies between her sensor glucose and blood glucose readings; she mentioned that she went through four sensors before successfully inserting one. Transfer to the 24-hour helpline was declined since the customer confirmed that she will call them tomorrow. No products were shipped or returned.